Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the reported problem with the master tool manipulator (mtmr). The mtmr was replaced. The system was tested and verified as ready for use. The master tool manipulator (mtmr) was received. Visual failures related to the reported problem were found the magnet grip lever not seated properly during inspection. Functional testing on an sftp system resulted in failing lever magnet side on gimbal. An aba swap was performed on lever mag side and confirmed the reported event. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: "pot to encoder error, mtmr, axis 8 (grip)."

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, an error occurred after docking master tool manipulator (mtmr). Although the error was resolved after restarting, the right-hand grip that had been pointed at remained unresponsive. With no alternative means available, such as a backup console, the system went down. The procedure was converted to traditional laparoscopic surgery due to the mtm issue, with three additional 5 mm ports added. The customer had planned a total hysterectomy followed by vaginal fixation, the complete original surgical plan could not be accomplished with the laparoscopic approach alone.